Event description:
During a triple a (abdominal aortic aneurysm), the tubing of the at1 disposable tubing set sheared off at the base of the centrifuge during use, resulting in loss of 1200 cc of unwashed blood contained in the autotransfusion reservior due to potential contamination and because the blood could not be processed by the autotransfusion system. The defective set was removed and a new set was installed, but the autotransfusion system would not function due to a significant amount of blood in the centrifuge chamber. The event occurred 1.5 to 2 hrs after the procedure was started. The machine alarmed appropriately. The pt required transfusion of 12 unites of blood. The pt expired within 48 hrs of the event, although this was an anticipated result with respect to the pt diagnosis. The cause of death was the abdominal aortic aneurysm.